Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the infusion sets fell off during use as the insertion site was irritated and not free of hair event occurred on (B)(6) 2026. This led to high blood glucose levels and patient went to ER and was subsequently hospitalized and discharged on (B)(6) 2026. Patient was treated with IV and fluids of saline and insulin. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.